Event description:
Device was latest-large operation to install latest fancy pacemaker and defibrillator. Took long. Plaque got lodged in kidney. Heart (enlarged before). Did not pump well enough. Diuretics had to be increased. Congestive heart failure led to oxygen use constantly after hospitalization in 2002. Until death in 2003 (congestive heart failure). Before sept 2002, pt had been functioning well, eating well, walking and enjoying life, in spite off heart problem not on oxygen before operation. Pt was quite strong slowing down, but not as ill. Reporter questions whether this pacemaker plus defibrillator was a good idea and will not know if it was used experimentally.